Event description:
It has been reported to philips that images from the electronic cart were not displayed on the flexvision monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed as planned. The field service engineer (fse) inspected the system onsite and confirmed that images from the electronic cart were not displayed on the flexvision monitor. Upon functional testing fse identified power supply for the distributor that distributes the images from the electronic cart was defective. The fse replaced power supply. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.